Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was observed on the right atrial (ra) lead during arrhythmia episodes. It was also noted that possible false device classified termination of atrial arrhythmia was observed. Ra lead remains in use. No patient complications have been reported as a result of this event.